Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault alarm while operating but continued to cycle. The customer performed a calibration on the exhaled differential pressure transducer but it failed to resolve the reported issue. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect component (printed circuit board) was returned to carefusion's failure analysis laboratory. The investigator was able to duplicate the reported issue. The pt 802 component's measured differential voltage was drifting and outside of manufacturer specifications.